Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for a generator change due to normal eri. The patient was asymptomatic. The physician had previously observed lower rv pacing lead impedance measurements with high capture thresholds. The lead was capped and replaced. A new lead was successfully implanted and the patient was doing well.